Event description:
It was reported that the customer was hospitalized for high blood glucose of 1600 mg/dl. Initially, the mother called to request an assistance due to the alarms. The alarms were cleared. Instructed the mother to get the hippa authorization before completing the testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.